Event description:
A malfunction alarm was reported, identified by code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump.